Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system stated maintenance required error message. A field service engineer found that all drawers had failed and were not detected on the bus. The engineer discovered that the internal pyxibus cable was rubbing against the sharp edge of the rear drawer panel, which had exposed wires. Then, the engineer replaced the pyxibus cable and tested the device, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed to open and required maintenance. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.